Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, serial/lot #: -, ubd: , UDI#: ; product ID: 9735825r, serial/lot #: -, ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's side emitter is not functioning. There was no patient involvement. A replacement breakout box is needed. The issues continued to happen after uninstalling and reinstalling software. On call, system was not tracking instruments. They noted no noise coming from emitter but printcameradiagnostics did not read any faults. They noted the breakout box had two orange fault lights in port 5 and 6 despite nothing plugged into them. They swapped original stealth emitter to second stealth - able to track instruments. They swapped original stealth breakout box and emitter to second stealth - not able to track instruments. They swapped second stealth breakoutbox over to original stealth with original emitter - able to track instruments. They swapped second stealth breakoutbox and emitter over to original stealth - able to track instruments. They swapped original stealth breakout box to second stealth with second stealth emitter - not able to track instruments. They put all components with original systems. Original stealth, breakoutbox and emitter were able to track instruments. The issues continued to happen. Intermittent em issue, tracking details would not show. Sometimes rebooting unit helps. They mentioned that it would also displayed "emitter off" at some point. They tested the unit with another known working emitter and issue persists.

Manufacturer narrative:
H3) the emitter and interface were returned for analysis. Functional testing determined that components were malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.